Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance warning occurred. It was noted that the rv lead exhibited polarity switch. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no lead issues occurred the rv lead was disconnected from the implantable pulse generator (ipg) during a procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a haematoma. The patient underwent a haematoma evacuation. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.